Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that was not conducted properly due to a leakage by the wear of the o-ring at the flexibility adjustment mechanism. Due to wear of the flexibility adjustment mechanism o-ring, water tightness was lost. The event can be detected and prevented in accordance with the following instructions for use (IFU): the instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had insufficient angulation. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the air and water tube and cylinder had foreign objects. The foreign material that remains in the device can cause insufficient reprocessing. This report is to capture the reportable malfunction of the foreign object in the air and water tube and cylinder that was noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was not confirmed. Additional issues were identified during the device evaluation: due to wear of the flexibility adjustment mechanism o-ring, water tightness was lost; the suction, air, and water cylinders had no color; due to a crack on the bending section cover, the insulation resistance value at the distal end did not meet the standard value; due to wear of the angle wire, the play of the up, down, left, and right knobs is out of the standard value; the light guide lens was cracked; the adhesive on the bending section cover has a discolored area; and scratches were found on multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.